Event description:
It was reported that the right ventricular (rv) lead perforated the heart. This lead was explanted and replaced with an epicardial lead. During the implant procedure to place an epicardial lead, the lead had high thresholds and was not implanted. Another epicardial lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found.